Event description:
A customer complained about what was described as discordant positive b(abo2) antigen antigen typing result for one patient using mts a/b/d monoclonal and reverse grouping in conjunction with their ortho vision ID-mts analyzer date of event: (B)(6) 2021 complainant name/complaint reporter name: (B)(6) - medical technologist reported on (B)(6) 2021 by (B)(6) to ortho care helpdesk reagents: mts a/b/d monoclonal and reverse grouping card lot: 111320037-17 expiry 14 september 2021. Mts diluent 2 lot md194 analyzer ortho vision ID-mts analyzer (B)(4) patient information: known to be o rhd positive transfused with one unit of o rhd positive on (B)(6) 2021 sample ID: (B)(6) the customer reported that on (B)(6) 2021, they had tested a patient sample for b(abo2) antigen using mts a/b/d monoclonal and reverse grouping card lot 111320037-17 in conjunction with their ortho vision-ID mts analyzer and that they had obtained a positive reaction (4+ reaction strength) with the anti-b(abo1) reagent of the gel card. The customer reported that on the same day, they had tested the same patient sample for b(abo2) antigen using mts a/b/d monoclonal and reverse grouping card lot 111320037-17 in conjunction with the same analyzer and that they had obtained a negative reaction with the anti-b(abo1) reagent of the gel card. The customer reported that they re-tested the same patient sample for b(abo2) antigen typing using an alternative commercially available tube method (immucor anti-b lot 203861 expiry 09 september 2022) and that they had obtained the expected negative reaction with the immucor anti-b reagent. The customer reported that the patient was typed o rhd positive using manual tube method. No further investigation was carried out. The customer reported that no biased results were reported to a physician. The customer reported that the patient was not harmed as a result of the reported event.

Manufacturer narrative:
Discrepant positive b(abo1) antigen typing result for one patient. The root cause was determined to be associated to a use error, the operator having assigned manually the sample to rack 2 position 7 but never moved this sample physically to this position no general product failure is identified. No biased result was reported to a physician. The patient was not harmed. (B)(4)